Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer service representative (csr) documentation during a follow up call with the patient. The patient reported that the alleged inaccuracy issue first occurred at an unspecified time on (B)(6) 2015. At this time the patient stated that they obtained a blood glucose result of ¿6.9mmol/l¿ on the subject meter and ¿4.2mmol/l¿ on a onetouch ultra meter within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results, and denied making any changes to their normal diabetes management routine as a result of the alleged inaccuracy. The patient¿s normal routine is to take 10 units of humalog, 5 units of humalin r (with meals) and 15 units of lantus insulin per day. 2 hours after the alleged inaccuracy occurred, the patient experienced the symptoms of ¿sweating, tired and lethargic¿ ¿ symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient immediately self-treated by consuming ¿sweets¿ and claims to have felt better 15 minutes later. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. This complaint is being reported because the patient claims they obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow up#1: performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood and were found to be biased high at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.